Event description:
This lead was explanted approximately 4 hours post implant because of reported non-capture and dislodgement.

Manufacturer narrative:
2007. A response from the manufacturer is pending.